Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse corrected the issue by executing a preventative maintenance service which consist of replacing the vacuum pump oil, the oil mist filter, catalytic converter, and the converter adapter. Unit was confirmed to meet specifications and was returned to service on 12/22/2016.

Event description:
A customer reported an event of "odor" emitting from the sterrad® 100nx sterilizer. Three healthcare workers reported a reaction of a headache that lasted less than 2 hours. No medical attention was sought and the healthcare workers were reported to be ¿ok.¿ this event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Pt identifier: change from unk to na. Age/date of birth: change from unk to na. Weight: change from unk to na. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is likely due to the vacuum pump oil, the oil mist filter, catalytic converter, and the converter adapter. The field service engineer replaced these parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.